Manufacturer narrative:
Patient's ID was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a hip surgery. During the procedure, the drill bit for proximal locking missed the hole in the nail and did not line up through the radiolucent aiming arm. Free handing the drill bit through nail was then done. There was a surgical delay of 25 minutes. No patient consequence was reported. Patient outcome was unknown. This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a radiolucent aiming arm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.033.002; lot: l699804; manufacturing site: haegendorf; release to warehouse date: 27. Feb. 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint summary: it was reported that on (B)(6) 2018, patient underwent a hip surgery. During the procedure, the drill bit for proximal locking missed the hole in the nail and did not line up through the radiolucent aiming arm. Flow: broken. Visual inspection: the aiming arm for piriformis fossa (part # 03.033.002, lot # l699804, mfg # 27-feb-2018) was received at us cq with one of the cam lock levers (part # 03.010.497, lot # unknown) broken off completely. The broken piece was not returned to us cq. There are minimal signs of wear within the holes of the aiming arm. This is not consistent with the reported complaint condition; therefore, the complaint is not confirmed. However, the complaint is confirmed for a broken cam lock lever. Dimensional inspection: dimensional analysis was completed. Per the drawing, the 11.46 gage pin must be retained, and the 11.33 gage pin must pass freely. The 11.46 gage pin (gp29) was retained when checked and the 11.33 gage pin (gp32) was able to pass freely. Document/specification review: the relevant design drawings were reviewed. Only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the device (part # 03.033.002, lot # l699804) was received with a cam lock lever broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.